Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a dissection in the mildly calcified, mildly tortuous left common femoral artery. An unspecified absolute stent was previously implanted in the left external iliac artery some time in early 2020, but there were no reported issues with it. A 7.5x100mm supera self-expanding stent system (sess) was advanced without resistance to treat a dissection caused from another procedure the day before. The supera stent was deployed and there was resistance with the thumb slide during the end of deployment. There was no resistance during removal or interaction with the previously implanted absolute stent, but the tip of the supera dislodged from the sess and was snared out successfully. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.